Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (208, 322mg/dl) over a period of 2 days. Elevated bgs were treated by administering manual injections and the issue resolved